Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The following reportable malfunctions were identified during the device evaluation: piled up foreign material at the mesh filter. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: -oer-5 IFU chapter 8 troubleshooting and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the endoscope reprocessor exhibited piled up foreign material at the mesh filter of the water supply hose connector. There were no reports of patient involvement.